Event description:
The customer was admitted to the hospital for diabetic ketoacidosis (dka) on (B)(6) 2017 and was treated with intravenous insulin and fluids. Prior to the hospitalization, the customer attempted to treat the high bg with a correction bolus and insulin injections. There were no pump alerts or alarms. The customer was discharged on (B)(6) 2017 and the high bg and dka were resolved. Upon discharge, the customer was not feeling good/weak and did not know if there was any permanent damage. The customer declined tandem technical support's offer to troubleshoot the reported load sequence issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis (dka). The contact did not provide further information. Upon follow-up, the customer reported that the blood glucose (bg) level was 680 mg/dl. The cause was due to the flu and a cartridge loading issue. The customer reported that while loading the cartridge, the pump had the customer go though the process again. The customer declined to provide additional information regarding the event.